Event description:
During a procedure to replace the pt's ipg, invalid impedance measurements were observed for the extension. As such, the device was replaced. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding.